Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "really hard like a ball, sharp pain, high in the chest, asymmetry, nipple is down, inflamed, hot to the touch, very tight" and "capsular contracture baker grade iii and breast pain". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h.6

Event description:
Patient reported "really hard like a ball, sharp pain, high in the chest, asymmetry, nipple is down, inflamed, hot to the touch, very tight", "capsular contracture baker grade iii and breast pain" and " I have a rupture confirmed by bilateral breast ultrasound". This record is for the right side. Device remains implanted.